Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to treatment, the luer adaptor of venous (blue) cracked, and a small, tiny hole was observed in it. There was a leak at the location of the leak. No instrument was used to loosen or tighten the device. The catheter was not repaired. Normal saline was the cleaning agent used on the device. Tego was not utilized. The insertion site treated prior to product placement. Catheter was in place for 14 days. Nothing unusual observed on the device prior to use. The product was replaced with the same lot and the treatment was completed. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment provided to the patient due to the event. There was no reported patient injury.

Event description:
According to the reporter, the luer adaptor of venous (blue) cracked, and a small, tiny hole was observed in it. There was a leak at the location of the leak. No instrument was used to loosen or tighten the device. The catheter was not repaired. Normal saline was the cleaning agent used on the device. Tego was not utilized. The insertion site treated prior to product placement. The product was replaced with the same lot. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: e1 (facility name, street, city, postal code) e3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. A leak test was performed on the returned catheter, and when the venous luer adapter was flushed with water, a leak was immediately noted coming from a crack in the luer. It was reported that the luer adapter was cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.